Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment confirmed the tgr 4.5mm df handle left is broken on the tip. The device shows significant signs of wear/usage. The device was manufactured in 2005. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Documentation review not performed for this event, as no manufacturing, packaging or labeling defects were associated with the reported failure. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during use the device broke where the screws go in due to being over tightened. No pieces fell into the patient's wound or incision. The procedure was completed with the same device.